Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates in the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon powering up, the touch screen test failed - the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen was dim. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and failed. During dwell 2, dwell 5 and dwell 6 of the treatment test, an lf31 occurred caused by cycler continuing to pull from the empty supply bag and wouldn't switch to the next supply bag. The problem fixed by swapping he empty supply bag with a full supply bag. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak, voltage check and valve actuation test. A known good front panel assembly was installed, and the touch screen became operational (display brightness problem fixed). Removed functioning front panel assembly from the cycler at the completion of the investigation. An internal, visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak the cassette and solution bag their pd treatment. The patient reported that the cassette burst after it was removed from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the bag did not burst or leak, but that it was the cassette that blew up like a balloon and was leaking fluid onto the floor when removed from the cycler. The bags were empty, there were no leaks from the bags themselves. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received the replacement cycler, however, has not completed a treatment on the cycler due to being in the hospital today, (B)(6) 2020, for a scheduled cardiac catheterization surgery. The patient¿s cardiac catheter placement was a scheduled procedure and not related to any fresenius product(s) or device(s). The bags and the cassette were discarded, and that the cycler was scheduled to be picked up.